Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the cause of the driveline power fault was unknown. The patient stated that their heartmate 3 primary system controller powered off followed by an audible alarm. They proceed to perform the system controller exchange with their backup controller. Then approximately six hours later, the replacement system controller began alarming with persistent "driveline power fault" alarms. The patient was hemodynamically stable. At the time the alarms resolved with a "complete alarm clearance sequence". No further alarms occurred afterwards, and the system resumed normal operations. Additional information received reported that the patient presented to clinic on (B)(6) 2025 with consistent driveline power fault alarms and reported to have been experiencing them daily since the emergency room visit. Log files were submitted for review. The log file confirmed the driveline power a fault alarms on (B)(6) 2025. The patient's modular cable and system controller were exchanged. Additional log files were submitted for review. The log files appeared normal, and the driveline power faults did not return. Submitted photos of the inline connector pins appeared normal as well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient performed a system controller exchange. Following the exchange, the new system controller (B)(6) displayed a driveline power fault. Log files were submitted from both system controllers for review. The log file of system controller (B)(6) captured backup battery faults on (B)(6) 2025. The backup battery faults were due to the emergency backup battery (ebb) failing the load test. The driveline appeared to have been disconnected/reconnected prior to the final disconnection from this system controller. The pump itself appeared to have been operating within normal parameters. The log file for system controller (B)(6) captured multiple driveline power faults (a) on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, d3, d4, h4, h6: correction manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. The submitted log files revealed a backup battery fault was captured on (B)(6) 2025 from 02:54:58 through the end of the relevant events ((B)(6) 2025 at 4:02:18). The backup battery fault was associated with the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. This alarm remained active for the remaining relevant duration. The driveline was initially disconnected at (B)(6) 2025 at 03:25:33. The pump was reconnected at 3:28:51 and ramped up to speed by 3:28:55. The driveline was once again disconnected on (B)(6) 2025, 3:44:59, consistent with the reported controller exchange. No other notable events or alarms were captured, and the pump appeared to operate as intended. The system controller ((B)(6)) was not returned for testing. A system controller and modular cable exchange were completed, and the driveline power fault alarms resolved. A root cause for the reported events could not be conclusively determined through this investigation. A corrective and preventative action (CAPA) was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (IFU) (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU can be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.